Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Heatlhcare provider was unable to get suction from the vitality device. Suction was previously coming out of the liposuction machine but once attached to vitality, suction was lost. Pure graft machine was required to finish the procedure.